Event description:
The surgeon implanted the micl12.6 implantable collamer lens on (B)(6) 2011. The patient post-treatment follow-up form @36 months was received on (B)(6) 2012 and the patient indicated "slight deration in close vision". Additional information has been requested from the physician but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation method: lens work order search & medical review. Results: a lens work order search revealed there were no similar complaints within the work order. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Conclusion (unable to confirm): based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4): evaluationmethod - lens work order search.results : a lens work order search was performed and there were no similar complaints found within the workorder. (B)(4).

Manufacturer narrative:
Evaluation method - medical review. Results: review of this file indicates that the patient's problem is a condition known as presbyopia. This is a natural occurrence of the aging process and is not caused nor contributed by the icl. (B)(4).

Manufacturer narrative:
Additional information received for the surgeon confirmed the patient had developed anterior subcapsular cataracts in both eyes on (B)(6) 2013. The lens was explanted on (B)(6) 2013 and a softee lens was implanted. The patients prognosis is good with a 20/15 bcva in the od (right eye). (B)(4).

Manufacturer narrative:
The patient post-treatment follow-up form at 48 months was received and the patient indicated "he had lost vision because of the development of a cataract or had cataract surgery." Additional information has been requested from the surgeon but not yet received. (B)(4).